Event description:
It was reported that the piston on the tandem mobi pump remained in the "up" position, preventing the caller from successfully loading a cartridge. Despite following the correct procedure, the piston would not retract. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer, who will use multiple daily injections as backup therapy.